Event description:
It was reported by svc report that the siderail panels had structural cracks with sharp edges and possible fluid ingress; there was an incorrect power cord installed, and a missing warning label. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: incorrect power cord installed to bed. Cracked siderail panels. Faulty scale assembly. Missing warning label.